Event description:
It was reported that there was a leak from the female connector of the transfer set when the cap was removed. The transfer set has been in use since end of (B)(6). The transfer set was immediately changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The occurrence and therapy date was reported to be sometime in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.